Manufacturer narrative:
The reported event of securing the left ventricle setscrew and loose or intermittent connection was not confirmed. Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the physician was unable to secure the left ventricular set screw on the pacemaker. The physician elected to remove and replace the pacemaker. The patient was in stable condition.